Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and pulled back into the atrium due to the patient exhibiting twiddler's syndrome. The lv lead was partially explanted and the proximal portion of the lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and pulled back into the atrium due to the patient's twiddler's syndrome. The lv lead was partially explanted and the proximal portion of the lead was capped. The lead was not replaced. No further patient complications have been reported as a result of this event.